Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Devise history record reviewed for product ID a3059, serial # (B)(4) was manufactured on (B)(6) 2016 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Trend analysis: no new design or manufacturing trends have been identified. This issue will be monitored. Failure analysis: the locking mechanism is too loose. Device is first time in service. Root cause:the service center was able to confirm the failure mode indicated by the customer (the locking mechanism is too loose); but was not able to determine the root cause of the failure.

Event description:
It was reported that the swivel base moved during surgery, even when locked. The product was in contact with the patient. Additional request for information has been sent. Additional information was received on (B)(6) 2017 by the customer as follows: in the beginning of the surgery, during head positioning and the mayfield clamp fixation, the locking mechanism did not work. The surgery was finished by changing to another mayfield skull clamp. The patient had a 3 stitch-impressions from the skull pins and the treatment reported "try to use the 3 stitch-holes again". There was a delay in surgery for 10 minutes. The age and gender of patient was not provided.